Manufacturer narrative:
(B)(4) follow-up report for correction. (B)(4) submitted in error.

Event description:
(B)(4) submitted in error.

Event description:
It was reported that the bd needle eclipse 25x1 rb needle went through the shield. The following information was provided by the initial reporter: material # 305761. Batch # 4361973. Verbatim: per report: the employee who was working in a flu drive at the **** in temple on saturday, oct 4 told me that when she activated the safety on the needle, the needle went through the cap. She said about 20 minutes later, another staff member using needles from the same lot# also had a similar incident; and 2 other staff members had the safety fall off completely. Customer responded on 14-oct. 1. Please share the material & lot number associated with reported issue - bd eclipse needle 25 x 1in lot #4361973. 2. Describe any patient harm, injury, complication, or negative outcome that occurred as a result of the event. ¿ employee was injured via needlestick and exposed to a patient¿s blood and bodily fluid. Other employees reported the safety fell off.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.